Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. The device was explanted.